Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) visited the hospital and reported having received several shocks. During device interrogation, the health care professional (hcp) requested technical services (ts) review of device data to confirm device operation. Upon review, the presenting electrogram (egm) showed that the device had delivered two bursts of anti-tachycardia pacing (atp) and six shocks. Therapy was exhausted. It was noted that the ventricular episodes were possibly to be atrial driven. The rhythm appeared to be a one-to-one ratio. The presenting egm shows the device operating as programmed. Ts advised the hcp to consult cardiology for further analysis of the rhythm, and programming and/or medication changes. No additional adverse patient effects were reported. The device remains in service.